Event description:
The customer reported that a pt dialyzed in 2007, in home. The pt medical history was not provided by family. Overview of incident: the deceased suffered from kidney failure, diabetes and was registered blind, but is believed to have haziness in both eyes and a patch of clear vision to her right eye. She injected insulin twice daily, but did not adhere to medical advice in relation to control of her diabetes. She was prone to hypoglycemia. In 2005 she had a kidney transplant which was rejected. She was fitted with a fistula and would use dialysis machines. She was on the list for a pancreatic and kidney transplant. She requested a home dialysis machine and had one supplied in 2006. It is believed that she was certified competent for home use of a dialysis machine. Her mother, best friend's mother, and best friend were shown how to use the machine. She was described as being very competent in the use of the dialysis machine. She lived alone in a two bedroom flat. One of these bedrooms was set aside for the use of her cobe centrysystem3 (gambro c3) dialysis machine which was fully fitted with its own water and electricity supply. She had mobile and landline telephone access. The treatment room was fitted with an armchair which was opposite the dialysis machine and a bed which was immediately next to the armchair. She would often sleep during her dialysis sessions. The dialysis machine would be wheeled forward towards the chair when in use. When the machine arrived, there appeared to be a number of faults and the hemodialysis nurse and the maintenance man where called to the address. A number of parts were changed, but there appeared to be a constant fault whereby the machine kept indicating that there was air in the bloodline. The deceased began to over-ride this fault by muting the alarm, but it would repeat itself sometime after again and she would mute the alarm and would continue to use the machine. Her friend advised her to check the machine before she continued to use it. It was known that when the deceased came off the machine, her blood pressure would be low; she would be very disorientated and would occasionally sway from side to side. She would need to lay horizontal, using the clamps to stop the flow of blood. On monday, at about 0940 the deceased started her dialysis. Her mother was present in the house. The deceased did dialysis everyday except sunday and compensated for the lack of dialysis on sundays by having an extended period of dialysis on mondays. She would prepare the machine alone, but was meticulous and very quick at it. She was described as fiercely independent. Her family and friends would assist if she needed anything and at the end of her treatment. The deceased was known to have previously muted the alarm at the end of her sessions to prevent the alarm sounding. One of the deceased's friends received a text at 0957 indicating that if she was to take off all the fluid she would need 4.5 hrs of dialysis. She was due at college in the early afternoon (1430) and it is believed she would not have had time to complete the amount of dialysis required to remove all the fluid. She told her mom she would only be able to do about 3 hours dialysis. During dialysis, she had breakfast and injected insulin after the machine had started. She indicated she was tired and got into bed, placed the covers over her and went to sleep. The door to the dialysis room was shut so she was not disturbed by her mother and young niece. The deceased recorded her progress on her record sheet. Her weight was 60.7kg. She indicated she was taking off either 3 or 3.5. No description of measure is given. At 0940 her bp was 139/86, p93, pump speed 290, venous pressure 180, arterial pressure -160, ufr 75. At 1048 her bp was 137/84, p102, pump speed 280, venous pressure 184, arterial pressure -136, ufr 75. At 1200 her bp was 129/80, p98, pump speed 280, venous pressure 192, arterial pressure -120, ufr 75. At some time later that morning, the deceased's mother heard a sound coming from the dialysis room which sounded as if she was waking from her sleep and either sighed or turned over. This caused no concern to her mother. The deceased's mom fetched her granddaughter and after a few minutes walked back to the dialysis room. It is thought this was about 1300 hrs. The deceased was found lying across the armchair with her head towards the bed, face up. Blood was on the floor and chair. The alarm on the machine was beeping and flashing, but the deceased's mom stated she did not hear it until she entered the room. The deceased was described as looking like she collapsed. The needles were still inserted into the fistula with the tubes attached to the needles still present. The tubes that connect the machine to the needle tubes were on the floor and still connected to the machine. The deceased's mother may have pressed the bypass button, but recognized that as she was not connected, she need not have done so. Her mother cannot recall blood pumping from the tube ends and thought that her daughter had clamped off the tubes. She was still breathing, a clear air way was established and the ambulance service called. CPR was administered when she stopped breathing. The paramedics have indicated that the clamps were not applied. The deceased was taken to the hospital, but died at approx 1530 hrs. The post mortem indicates the cause of death as 'hypovolemic shock due to hemorrhage during dialysis'. Both needles in the fistula were not displaced and were inserted enough to be working correcly. It is known that the deceased has on at least one occasion disconnected the screw fittings which connect the needle tubes to the dialysis machine tubes and not clamped the needle tubes which has led to blood spurting from the tube.

Manufacturer narrative:
Note that with cessation of all mfg activities in dec 2000, gambro renal products is no longer a medical device MFR. The machine ran properly and responded to alarm conditions as designed. To summarize, cs3 was tested for proper function and accurate calibration of systems associated with blood handling. The venous pressure monitor was out of specification by one bit on the extreme low end of its operating range. The blood pump was running slightly faster than the specification calls for. Neither of these would be considered serious or dangerous. All other parameters tested were within specification. A simulated dialysis treatment was performed and the machine functioned as intended. Alarm conditions related to blood loss were created and the machine responded as designed. I did not observe anything in the function or operation of the machine that would have contributed to the death of the pt.